Manufacturer narrative:
The large hem-o-lok clip applier was installed on an in-house system and driven. It failed the clip test due to misapplication of the clip. The clip cannot be applied because grips will not hold the clip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not close. Instrument kept springing open. The procedure was completed with no reported injury.